Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test alarm, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download. However, the battery tube was corroded per visual inspection. Unit was received with cracked case on the back at the battery tube area and the retainer. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had battery issues. The device would not recognize the inserted new battery. They had a battery error. The battery cap was normal. There was no corrosion in the battery compartment. They were unable to use the insulin pump. The customer¿s blood glucose level was 9.1 mmol/l. The device will be replaced and returned for analysis.